Event description:
Bilateral knee replacement on (B)(6) 2010. Approximately 5 weeks from surgery, she developed pain, burning & bruising on the medial aspect of her knee. She returned to surgery for removal of the loose locking pin of the tibial tray and insertion of a new clip. Recovery has been without incident.